Event description:
While preparing the patient to undergo a computerized axial tomography scan(CT)scan, tech had already connected CT injector to the patient. Tech pushing start button while she place her hand onto the patient (IV site) to check for flow of contrast. Both the tech and patient felt what they described as an electrical shock.equipment checked by medrad techs and hospital biomed for the following: ground resistance, attempt to recreate, electrical checks. All test results were negative. Unable to re-create or find source of electrical shock.

Event description:
While preparing the patient to undergo a computerized axial tomography scan(CT)scan, tech had already connected CT injector to the patient. Tech pushing start button while she place her hand onto the patient (IV site) to check for flow of contrast. Both the tech and patient felt what they described as an electrical shock.equipment checked by medrad techs and hospital biomed for the following: ground resistance, attempt to recreate, electrical checks. All test results were negative. Unable to re-create or find source of electrical shock.